Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad after the customer had fallen into a river with the insulin pump in his pocket. The customer's blood glucose was 126 mg/dl. The customer stated that the keypad only responded intermittently. The customer also reported that the seal of his reservoir compartment was cracked as well. He declined to bypass the troubleshoot procedure for the water damage and physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly during testing. However, moisture damage was noted on the keypad traces during visual inspection. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly during visual inspection. The device had broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.